Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had ongoing issues with hemolysis after a pump exchange. Elevated power was noted on vad with pump grinding noise which resolved. Vad coordinator thought that something was "sucked into pump". Device turned off (B)(6) 2013 afternoon due to high powers and decreased unloading. Pt supported with inotropes, and heparin gtt. Plan for device exchange on (B)(6) 2013. Additional info received states pt on ECMO, listed status 1a for transplant. If pt remains stable over weekend and does not receive heat transplant, likely pump exchange on monday, (B)(6) 2013. The MFR received the pump for evaluation on (B)(6) 2013 and it was confirmed that the pt received a pump exchange.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.